Event description:
It was reported that during right internal carotid artery (ica) aneurysm embolization procedure, the operator used wet gauze to wipe the coating of the subject guidewire to activate it and found the coating of the subject guidewire was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right internal carotid artery (ica) aneurysm embolization procedure, the operator used wet gauze to wipe the coating of the subject guidewire to activate it and found the coating of the subject guidewire was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the proximal 35cm section of the guidewire had scraping and peeling noted to the polytetrafluoroethylene (ptfe) coating. There was no torque device or introducer returned with the device. Functional test was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous. During the product analysis of the returned device, the proximal 35cm section of the guidewire had scraping and peeling noted to the ptfe coating, confirming the reported event. Based on the analysis, the ptfe coating damage most likely occurred as a result of interaction with the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the reported and analyzed event ¿guidewire ptfe coating peeling¿ as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.